Event description:
The customer reported the system turned off, resulting in a loss of imaging functionality. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.